Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4)

Event description:
The reporting person said, during the procedure the stapler fell, because the load did not close totally. The result was the formation of a fistula and the physician remade the anastomosis.